Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with roughly 300 units of insulin. There was no impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer to ensure loading a new cartridge was successful; however, all were unsuccessful.